Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was 256 mg/dl at the time of the call. Troubleshooting was performed and the insulin pump passed the self test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.